Manufacturer narrative:
Philips has concluded its investigation into the reported event. Based on the available data, the system operated within its intended design specifications. The customer indicated that the table height could not be adjusted as low as desired. This system's table includes a swivel option with a vertical range of 87 cm to 112 cm. The swivel function also supports longitudinal movement of the table base toward the stand, enabling full-body coverage during examinations for floor mounted systems. The table height is part of the table¿s design to support swivel operation and does not represent a malfunction. System log files did not show errors or anomalies related to table height. From a clinical perspective, the customer confirmed CPR (cardiopulmonary resuscitation) was started without delay using a step stool when the patient became hemodynamically unstable. Return of spontaneous circulation (rosc) was achieved, suggesting effective initial CPR. The patient's condition and multiple comorbidities¿including cirrhosis, acute pulmonary embolism, and stroke¿were likely contributing factors to subsequent deterioration and death. In summary, the investigation did not identify any device malfunction or deviation from specifications. The event appears associated with the clinical complexity of the case. No corrective or preventive actions are recommended at this time.

Event description:
It was reported to philips that initial cardiopulmonary resuscitation (CPR) was difficult to perform due to the table height and that, a step stool was used. It was noted that the patient passed away on the table. An investigation into this complaint has been initiated by philips.